Event description:
User experiencing a water leak coming from the pre-clean bottle, which leaked out onto the floor. No injuries reported and no pt samples were involved. The field service rep determined the cause to be broken preclean needle and replaced needle. Performance tests were performed.